Event description:
Ref importer report: (B)(4).

Manufacturer narrative:
Partial puncture of the left ventricle by the acwire during the procedure cannot be determined through either the physical evaluation of the returned device or by the company's clinical review of the case. As described in the site's description of the event, even if the acwire was involved, it likely would have been due to tip position resulting from the guiding catheter used during the procedure. The physical evaluation of the device after return to the manufacturer showed no non-conformity which could be associated with the event. Further, upon review of fluoroscopic, angiographic and photographic information from the procedure, and the fact that additional diagnostic and interventional devices were used before and after the acwire was used, it could not be determined which device, if any, caused or contributed to the damage leading to patient death.